Manufacturer narrative:
Complaint no: (B)(4). Other - administrative director, supply chain management. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device would not connect to an unspecified intravenous (IV) set. This occurred while attempting to connect the patient to the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.